Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. Due to the customer's lack of response to requests for additional information, we are unable to confirm the device's final disposition. The investigation concludes that no further action is required at this time.

Event description:
It was reported there was a shock equipment failure. There was no reported patient involvement.